Manufacturer narrative:
A4: unk, a5: unk, a6: unk, h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens -08.50/+3.5/016 (sphere/cylinder/axis), into the patient`s left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to low vaulting and lens rotation. The lens was replaced with another same model/length but different power lens (implanted vertically). The cause of the event was patient-related factor; patient anatomy unlikely to support a larger sized lens.

Manufacturer narrative:
The problem was resolved with the implant of the replacement lens. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found the haptic torn. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).